Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the 2.5x18mm xience pros stent strut was observed to be fractured when removed from packaging. Another 2.5x18 xience pros was used to successfully complete the procedure. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported stent break could not be determined. It was reported that when removing the stent delivery system (sds) from the packaging it was observed that the stent strut was fractured. Factors that may contribute to damage prior to use include, but are not limited to damage incurred during manufacturing, damage incurred during shipment, or inadvertent mishandling during unpacking or preparation. Based on the information provided and because the device was not returned for analysis, it is unknown what may have caused the reported break. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.